Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty reservoir. The customer's blood glucose reading was 15 mmol/l. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer stated that it is a new set and hours later she received air bubbles in the pump. The customer stated that the approximate size of the air bubbles is 15 mmol/l. The customer was advised that expanding with a reservoir in place will create air bubbles. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer was advised to return the set and reservoir for analysis.